Event description:
It is reported that the inner rings of both referenced bipolar liners cracked from within the liner and broke away.

Manufacturer narrative:
Eval: as returned both liners were missing. The complaints states that they fractured. Manufacturing documentation proves that the rings were properly assembled into the liners at the time of manufacturing. One specimen has a potential field age of approx 1 year and the other has a potential field age of over 4 years. The fractures may be a result of (but not limited to): excessive force or severe angle of insertion and/or removal of the provisional head, removal of the locking ring at any time during usage/cleaning, material becoming brittle due to cleaning/autoclave process, improper usage, or device fatigue due to usage over time. A device change is being implemented, changing the material to a more durable material. No further review is necessary. Device history records indicate all components were manufactured and inspected to specification.